Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a cervical conization, the subject device was used. The patient got a blister caused by burn. The user treated the blister with an ointment. No further information was provided. This is the report regarding the occurrence of blister caused by burn.

Manufacturer narrative:
This is a supplemental report to provide additional information. The following devices were returned to olympus medical systems corp. (Omsc) for evaluation. Sonosurg short hook(t3080, the subject device). Sonosurg transducer(sonosurg-t2h-c). Sonosurg connection cable(maj-1121). Omsc checked the output in combination of the subject device and the returned transducer. As a result, omsc found that the load indicator level was higher than normal. There was scratch on the probe of t3080. The insulation part on the sheath of t3080 was split. The manufacturing record was reviewed and found no irregularities. The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Manufacturer narrative:
This is a supplemental report to provide additional information. The additional investigation was completed. As a result of repeatedly output test, a temperature of the sheath in combination with the returned transducer was higher than our device. The amplitude value of the sonosurg transducer was increased than normal. Omsc presumed that the blister might occur since the subject device, which became very hot immediately after output, contacted with the patient. The temperature of the sheath of the subject device might be higher than normal since the amplitude value of the sonosurg transducer was increased. The amplitude value of the sonosurg transducer might be higher than normal because of deterioration by long-term or repeated use after the production. The instruction manual of the device has already warned as follows; if the insulation on any part of this instrument is scratched, damaged or peeled off, current leakage from the damaged part may cause operator or patient burns. Whenever possible, avoid touching the insertion section of the sheath in contact with tissue. If ultrasonic output is activated for a long time, the surface temperature of the insertion section rises and it could cause burns to tissue with which it comes in contact. The probe becomes hot due to extended ultrasonic output. Do not let it come in contact with tissues other than the target tissue because it may burn the tissue.